Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic with lysis of adhesions with appendectomy, on the 3rd staple firing, the stapler reload got stuck on tissue across the appendix. Also, after 2-3 squeezes of the handle, a crack was heard and the distal end of the handle (black tip) broke off and shattered and fell into the patient cavity, which was removed by using another instrument. They stated they could not get the staple reload off initially, they then were able to get the staple reload detached from the current handle (while still attached to the tissue) and tried reattaching the staple reload to a new handle but still could not get the reload jaws to open. They replaced the device and reload and placed it parallel to the other stapler reload and finished the transection of the tissue.